Event description:
It was reported that the renasys 10x8x3cm kit was properly installed in sacral/gluteus lp, a canister 300ml go reservoir was connected to the renasys go pump, immediately an air leak warning appeared on the screen. Several seals were made on the dressing and extension of the connection in an attempt to solve leakage, but when pressure returned to the dressing, the same warning appeared again. The pump was changed due to the fact that the problem might be the same. After 7 hours of attempts to solve, negative therapy kit and reservoir were removed. On (B)(6) 2020, a dressing was applied with a new 10x8x3cm kit and a new canister 300ml where normal functioning was observed, without leakage. Two lot numbers(12318g. 17218h) were reported but it is unknown which was the device that malfunctioned.